Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not due to occlusion interrupted the therapy. A manual injection was administered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.